Event description:
A healthcare professional reported that during an endovascular embolization procedure, an unspecified guide catheter and a prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: unknown) were in place. However, an enterprise 2 4mmx23mm vascular reconstruction device became impeded in the microcatheter hub and could not be pushed into the microcatheter (mc). The doctor tried to retract the stent, but the stent could not be retracted. The doctor removed the stent and microcatheter (mc) together from the patient, then switched to new devices to complete the surgery. The surgery was prolonged by about 15 minutes. Additional event information received on (B)(6) 2026 indicated that flushing was performed during the procedure. They were not able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. The 15 minutes procedural delay did not result in a patient adverse consequence. Two photos are attached to the complaint file. The first image captures the proximal end of the guide catheter with a kink close to the ID band. The second image captured the prowler select plus proximal section; inside the hub the stent can be seen partially diploid and the guidewire inside it. No other damage was observed. The manufacturing record evaluation (mre) cannot be performed due to the lot number not being provided. The reported issue regarding an obstructed condition cannot be evaluated through photo, as a functional test is required. It should be noted that the device was reported as discarded; therefore, no further analysis can be performed. However, if additional information is received at a later time, the investigation will be updated accordingly. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no internal action is required.

Manufacturer narrative:
Manufacturer ref # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Section h4: the device manufacture date is not known as the device lot number is not available / not reported. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Warning: never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.